Event description:
Boston scientific received information that the had exit block. The exit block was resolved with steriods. Onset date (B)(6) 2011 implant date: (B)(6) 2011 (B)(6) hosp ital (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).